Event description:
It was reported that device was programmed with rate drop response (rdr) on and patient was still having syncope episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.